Manufacturer narrative:
Additional information: b5, d6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative stating, patient reported back pain, but surgeon did not attribute it to retained tab. Tab was identified at post op follow up roughly 4 weeks post op during routine x-ray. Revision surgery was performed without incident. No further complications reported.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery. Pre-op diagnosis of patient was stenosis, spondylosis. It was reported that, voyager tab was left behind in patient body. Tab retrieval scheduled for (B)(6) 2025. Product was not utilized correctly according to the directions given in the IFU/labeling. Proced ure/technique performed was minimally invasive surgery, transforaminal lumbar interbody fusion with metrx tube. Levels implanted were l5-s1. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.